Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR. :the stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found that there were multiple hypotube kinks along the full catheter length. No issues with mid shaft, inner or outer polymer extrusion. The undamaged section of the crimped stent od (outer diameter) was measured and is within max crimped stent profile measurement. Strut 1 and 2 on proximal end of stent pulled and twisted in a proximal direction. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2016 it was reported that crossing difficulties were encountered.   The target lesion was located in the long calcified mid to distal right coronary artery (rca). Predilation was performed using a non-compliant balloon. A 2.75 x 32 mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion due to presence of calcium. The procedure was completed with another of the same device and the patient's status was stable. However, returned device analysis revealed proximal stent damage.